Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's son reported via telephone call that the insulin pump squirts out insulin and alarmed during the prime and that the piston does not stop when it should. The caller did not recall the blood glucose reading. The caller was advised that the customer should discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. He was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the operating currents, unexpected restart, self-test, basic occlusion, occlusion, prime, or excessive no delivery alarms due to the alarm. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads and a broken reservoir tube lip.